Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer (fse) powered down the system, reseated the bus cable and cubie pockets and rebooted the system to resolve the issue. Fse also verified the bus cable, drawers and cables and cleaned the debris from the bottom edge of the back panel. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 failed to open and required maintenance. The customer attempted troubleshooting to recover the drawer; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.